Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of 'depleted battery' was not verified. Troubleshooting the device with a known good battery revealed no hardware or software issues that would induce the reported allegation. The customer battery was not returned with the pump for evaluation. No cause could be identified and no correction required.  Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of 'intermittently powering off and on' was not verified. Troubleshooting the device with a known good battery revealed no hardware or software issues that would induce the reported allegation. The customer battery was not returned with the pump for evaluation. No cause could be identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced depleted battery and intermittently powering off and on. There was no patient involvement. No additional information is available.